Event description:
It was reported that during a lap appendectomy procedure, the instrument was positioned and when the surgeon removed the instrument from the site, it had not cut tissue and had malformed staples. Another reload was opened. Repeated same steps with same outcome as the first instrument. A different instrument was used and also had malformed staples. Staples were cut out of the pt. Pt opened and surgery increased by 3 hours.